Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: patient underwent initial surgery on (B)(6), 2016 with biolox head - continuum cup. The operative leg was found 15mm shorter and subsequently, patient experienced pain, poor cup position and underwent revision surgery on (B)(6), 2017. Thus, all the implants were removed and replaced. Review of received data: two undated lat view x-rays were returned. Cemented thr is seen on the right hip. No problems related to the biolox head is visible. Ball head is observed to be centered in the acetabular socket. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain and leg discrepancy cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes that might be leading to the issues reported are listed in dfmea no. 222914 rev. 7. Conclusion summary: according to the event, patient underwent revision surgery of the whole thr due to pain, leg discrepancy and poor cup position after 1 year 5 months in-vivo time. No problems related to the ball head noticed in the received x-rays. Pain and leg discrepancy cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. The investigation of the case involving the other components of thr (poor cup postion leading to revision surgery) is reported in the split case with zimmer inc., warsaw, reference (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer's reference number of this case is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a delta ceramic fem head and continuum shell cluster on the right side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to pain and poor cup position. It was reported that all implants were removed and replaced.